Manufacturer narrative:
(B)(4). The device history review for the dermahook 1/2 hook 10 pkg/bx 6 hks/pkg lot number 73k1400269 did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the dermahooks are dry rotting which is evident through the packaging. There was no patient involvement.